Event description:
Event description guidant received information that this implantable lead exhibited out-of-range shock impedance values following induction and high voltage shock delivery at changeout of the device.